Event description:
Risk manager reported that a pt presented with infection and increased pain resulting in a composix kugel mesh being explanted in 2008.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.